Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis. Event log history was performed and indicated that high alarm displayed: cassette not attached properly and high alarm silenced: cassette not attached properly were recorded in history. During analysis, the reported issue was unable to be duplicated. Service recommended replacing the downstream occlusion (dso) sensor for preventive measure. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that the cadd solis vip pump displayed an alarm that the cassette is not attached. There was no patient involved.